Manufacturer narrative:
Approximate age of device-- 7 months 15 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient had a positive culture on (B)(6) 2018 for staph aureus. Patient was started on oral antibiotics on (B)(6) 2018 but was admitted on (B)(6) 2018 for a driveline infection, and switched to IV antibiotics cefazolin on (B)(6) 2018. No additional information was reported.

Event description:
Additional information: the patient was taken to the operating room on (B)(6) 2018 for a driveline abscess and an incision and drainage procedure was performed. On (B)(6) 2019 the patient was switched to oral doxycycline at 200 mg qd. The patient's last dose was on (B)(6) 2019 which is when the event reportedly resolved.

Manufacturer narrative:
Section b5 and g3: additional information. Section d4 and h4: correction. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. It was reported that the patient had a positive culture on (B)(6) 2018 for staphylococcus aureus and was started on oral antibiotics. The patient was hospitalized on (B)(6) 2018 for a driveline infection and was placed on intravenous cefazolin. On (B)(6) 2018 the patient was taken to the operating room for an incision and drainage procedure due to a driveline abscess. The patient remains ongoing on (B)(4) and no further events have been reported at this time. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.